Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. Diagnostic testing reveal one of the leads had migrated and two leads were providing ineffective therapy. As a result, surgical intervention occurred on (B)(6) 2025 wherein the three leads were explanted and replaced. Effective therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated.